Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. During device evaluation, color bars were displayed on the screen instead of an actual image due to a faulty cable. Additionally, the packing cab was chipped and the rear cover label was faded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, color bars were displayed on the monitor when using the 4k autoclavable camera head prior to an unknown procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is estimated that communication failure has occurred due to a cable failure, and the image is no longer displayed. The cause of the cable failure could not be estimated. The event can be detected/prevented by following the instructions for use which state: do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Ever attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. It has been over 2 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.